Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a crease smooth opening on radius assessed as to a fold flaw opening. Additional, changed, and/or corrected data: d.3; d.9; g.: h.3.

Event description:
Healthcare professional reported a left side deflation. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted and replaced.